Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated with water. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the replacement of air gas module was recommended. However, the customer refused to replace mentioned part. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as water in a gas module may lead to a stop of ventilation. There was no patient harm. The root cause to the reported problem has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 10/18/2022. Corrected manufacture date: 10/14/2022. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).